Manufacturer narrative:
No detail was provided regarding if this patient was treated with thermage cpt or flx. No product was returned for evaluation. Solta confirmed that this machine is not sold by our distributor directly. Solta cannot confirm that this is a solta product. Our distributor also cannot confirm whether it is solta product or not since this clinic is not our client and therefore, we are unable to obtain any further information. Because the device is unknown, manufacturing records cannot be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The complaint type is identified within the risk analysis. Trending will be performed to monitor this issue. According to thermage cpt and thermage flx user manual, blisters and redness are known possible side effects during thermage treatments. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, no causal factors can be determined, and no conclusions can be found. No corrective action is necessary at this time.

Event description:
It was reported that a patient¿s right face below the eyelid was burned and blistered during a thermage facial treatment. The patient reported that after authentication of the treatment tip, the institution¿s authentication was not found. The patient questioned the doctor to confirm authenticity of the device, and was told that the doctor is authenticated and the device is real thermage. Skin testing was not performed, and the patient was told by the provided that her skin was a little thin. After half of the treatment, the patient found burns to the right face below the eyelid, and half of the face was all burns, which began to blister. The scalded area is 20 square centimeters. The physician stated that the treatment tip needed to be used up, so energy was reduced for the left side of the face. A cold compress was applied after the burns and ointment was smeared. The patent¿s status at the time of the report was noted as recovery. The solta medical reviewer deemed this event a serious injury due to the limited information. It is unclear if the treatment performed was a thermage cpt or thermage flx treatment. Though requested, no additional information was provided.